Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of fo (characterized by dyspnea) and peritonitis (characterized by abdominal pain and cloudy effluent fluid), which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and the patient¿s transition to hd. The cause of the patient¿s fo and need for hd was attributed to the patient¿s inability to fill/drain appropriately due to a poorly functioning pd catheter (not a fresenius product). Mechanical complications with pd catheters cause many patients to fail on pd, due to inadequate dialysis or uf failure. The cause of the patient¿s cloudy effluent fluid, abdominal pain and peritonitis was attributed to a breach in aseptic technique by the hospital staff while undergoing pd therapy at the hospital (nosocomial infection). Furthermore, fungal peritonitis is a critical complication of peritoneal dialysis, often associated with treatment failure and the need to return to hd therapy. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was in the hospital since catheter is infected. Upon follow up with their peritoneal dialysis registered nurse [(pdr)n] , on (B)(6) 2020, the patient presented to the emergency room (ER) with severe shortness of breath (dyspnea). The patient¿s pd catheter (not a fresenius product) issues continued following the (B)(6) 2020 revision, and the patient became fluid overloaded (fo), characterized by the dyspnea. The patient underwent intermittent hemodialysis (hd) for rrt while hospitalized, in-order to provide immediate fluid removal. The hospital reportedly attempted to perform capd and/or ccpd therapy, however the patient¿s pd catheter continued to have issues. Causality for the patient¿s fo was attributed to the patient¿s poorly functioning pd catheter. On (B)(6) 2020, the patient was discharged (pd catheter remained in-place) and was scheduled to begin outpatient hd therapy on (B)(6) 2020. The patient was readmitted approximately 12 hours after discharge due to severe abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count was obtained, and the patient was started on intravenous (IV) vancomycin (dose, duration, frequency not provided). The culture results were positive for a yeast infection (genus/species not provided), and the cell count revealed an elevated white blood cell (wbc) count (result not provided). Causality for the patient¿s abdominal pain, cloudy effluent, and peritonitis was attributed to poor aseptic technique by the hospital staff (hospital acquired), and the patient¿s pd catheter was surgically removed. Per the pdrn, the patient is recovering, and the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient remains hospitalized and is continuing with hd therapy.